Event description:
It was reported in an article detailing a 5-year follow up study on pt's implanted with the vns device experienced an increase in atonic seizures. Good faith attempts to obtain add'l info surrounding the pt and the event have been unsuccessful to date.

Manufacturer narrative:
Ben-menachem e, hellstrom k, waldton c, augustinsson le. Evaluation of refractory epilepsy treated with vagus nerve stimulation for up to 5 years. Neurology 1999;52(april): 1265-7. See scanned pages.